Event description:
It was reported that the customer was hospitalized due to a low blood glucose level of 15 mg/dl. Reportedly, the pump did not deliver insulin as intended which resulted in the insulin gauge depleting quicker than expected. The customer continued to use the pump for insulin therapy. Multiple follow up attempts were made to gather additional information and to provide troubleshooting, however, the customer did not respond to follow up attempts.